Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had display issues at boot up. It was determined that the display flex cable was torn and therefore replaced. It was also indicated that the system fan was noisy and that the keyboard latch was broken. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not complete boot up and displayed static. The programmer tested out of specification during manufacturer's analysis. The programmer was returned for repair. There was no patient involvement.